Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was tested using olympus test equipment; device was tested on as received condition, found biomaterial on the grasping section of the device. The teflon pad was severely worn, melted and curled up exposing metal. Probe check was performed and device passed the probe check. The distal end of the probe was inspected under a microscope and found charred stains on the probe.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however, this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a zenker's excision the teflon pad was burnt, and there was a partial detachment of the teflon pad with metal exposure. There was no device fragment fell inside patient. The event occurred while the doctor was performing seal and cut using the device. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. The procedure was completed as intended using another thunderbeat device. There was no patient injury reported.